Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited no capture and pace impedance measurement dropped from 1,050 ohms to 450 ohms. Furthermore, the patient experienced chest pain but was not believed to be related to device or lead function. No asystole was noted and an x-ray imaging did not clearly reveal a lead dislodgement. However, it was believed that the lead may have moved when the patient reached over her head in the night and felt acute pain. Subsequently, a lead revision was done where lead measurements significantly improved. The rv lead was repositioned and remains in service as well as the device. No additional adverse patient effects were reported.